Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that there was no capture and no sensing on the right ventricular lead. Upon fluoroscopy it was noted that the lead perforated entered in myocardium. The lead is active and a new lead was implanted for pace and sense. The patient was stable during and after the procedure.